Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that during the procedure, four balloons presented with a puncture/rupture in the tip thus preventing them from inflating. No further details are known at this time.

Manufacturer narrative:
(B)(6). A first visual analysis of the ibt (as received) has been done. The shape of the balloon indicates that it has been inflated at least one time, but probably under low pressure. During functional analysis the ibt was prepared as per a normal miv (maximum inflation volume). Then a kis syringe was prepared and the balloon has been inflated to its miv value of 4cc with water. The pressure has been maintained during 5 minutes. After 5 minutes, a visual analysis indicates that there is no leakage of the balloon or other part of the ibt. No other damage has been observed on the ibt. Based on the information provided, visual and functional analysis, the reported event of a balloon puncture cannot be confirmed. The ibt functions as intended.